Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed on the device, passing successfully with no issues noted. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfupack access set leaked from the drip chamber. This occurred during infusion. The reporter stated that the device was full of blood, indicating that the procedure was a blood transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.